Event description:
It was reported that in a pre-operative area, certain unspecified viscous medications occasionally would not flow properly though the pump module. In these cases, the clinician was required to to re-start the pump or infuse without the pump via gravity. No additional details were available. The patient harm was unknown.

Manufacturer narrative:
Omit : a1407 - insufficient flow or under infusion (2182). Additional information : imdrf annex a and g codes.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No products will be received.

Event description:
It was reported that in a pre-operative area, certain unspecified viscous medications occasionally would not flow properly though the pump module. In these cases, the clinician was required to re-start the pump or infuse without the pump via gravity. No additional details were available. The patient harm was unknown.